Manufacturer narrative:
Background information: dealer requirements are that they must have an assistive technology professionals (atps) (or equivalent medical professional) employed by or contracted with the dealer's firm to ensure that wheelchairs and cushions are ordered to appropriately fit the end user (i.e., both physically and for their disability level). A medical professional that is an expert in mobility solutions is required in order to ensure that the wheelchair functions and dimensions are appropriate for the end user. Since sunrise medical has no direct interaction with the end users, this determination of fit and function is solely in the dealer's realm of responsibility. Wheelchairs and/or cushions that do not fit the end user, and where sunrise medical has provided the product as ordered, are the sole responsibility of the dealer. This is not a malfunction of design, manufacturing, or assembly of sunrise products as sunrise products are built to dealer specifications. Fogelberg, atkins, blanche, carlson, and clark (decisions and dilemmas in everyday life: daily use of wheelchairs by individuals with spinal cord injury and the impact on pressure ulcer risk. Topics in spinal cord injury rehabilitation, 15(2), 16- 32. Doi: 10.1310/sci1502-16) determined that the lifetime incidence, in individuals that use wheelchairs due to spinal cord injuries, have a 95% chance of developing a pressure sore/injury/ulcer. This is primarily due to the fact that full-time wheelchair users must perform all daily routines while confined to a seated position for most waking hours. Due to lack of physical sensation, persons with these impairments may not move their positions often enough to remove pressure from areas of risk (e.g., areas over bony prominences such as the sacrum, coccyx, trochanters, etc.) To allow for continuous blood circulation to the skin overlying these structures. As a result, skin breakdown can occur. There are four levels of pressure sores: stage 1: this is the mildest stage. These pressure sores only affect the upper layer of skin. Symptoms may include pain, burning, or itching. The spot may also feel different from surrounding skin: firmer or softer, warmer or cooler. The skin may also look reddened or may get not get lighter when you press on it (blanch) or even 10-30 minutes after pressure is removed. This may require gentle skin cleaning and care, but no medical intervention is required. Stage 2: skin is broken, leaves an open wound, or looks like a pus-filled blister. The area is swollen, warm, and/or red. The sore may ooze clear fluid or pus. This requires wound treatment, but may not require medical intervention unless patient or caregiver is unable to perform routine wound care. The wound is painful (in non-plegics). Stage 3: these sores have gone through the second layer of skin into the fat tissue. The sore looks like a crater and may have a bad odor. It may show signs of infection: red edges, pus, odor, heat, and/or drainage. The tissue in or around the sore is black if it has died. This level requires treatment by a medical professional to remove any dead tissue and to prescribe antibiotics, if infected. This stage requires ongoing medical intervention for 1-4 months to heal. Stage 4: these sores are the most serious. Some may even affect muscles and ligaments. The sore is deep and big. Skin has turned black and shows signs of infection -- red edges, pus, odor, heat, and/or drainage. You may be able to see tendons, muscles, and bone. These wounds require medical intervention (up to and including surgery) to repair the damage. This stage requires ongoing medical intervention for 4-12 months to heal. Many factors can contribute to skin breakdown in persons confined to a wheelchair for most waking hours. These factors include, length of time spent in a seated position, make-up of materials upon which end user is seated, pressure relief activities, repositioning activities, sensation, circulation, etc. Since the seat cushion only makes up one portion of the factors that may contribute to skin breakdown, there is a strong belief that the user must contribute to their own health through regular intervals of pressure relief and repositioning. The most comfortable wheelchair cushion in the world will not prevent skin breakdown in an end user that does not perform their activities to relieve pressure. Therefore, there is no expectation that a seating cushion has malfunctioned if skin breakdown occurs. Sunrise medical, as a practice, reports all pressure sores that break through the skin (stage 2 and above) as a "serious injury" because this level of injury requires intervention to ensure they do not progress. Discussion: the cushion at the time of the reported incident was approximately 6 months of age. The lifetime of a wheelchair cushion is 2 years. Therefore, this cushion had not yet reached its effective lifetime. The complaint alleges that the cover was "bunching up" under the user. This is not a design, manufacturing, or assembly malfunction, but may be a user configuration issue based on dealer requirements for this user. Conclusion: there does not appear to be any clear malfunction of this product, however, the cover should not bunch up under the user and, out of an abundance of caution and the development stage 1 pressure sores (minor injury) with a potential for developing into serious injury (should the incident repeat), an MDR is being filed for this incident. Additional information: this complaint has been re-reviewed as a part of a four-year retrospective review and remediation effort based on enhancements made to the company's complaint handling and adverse event reporting processes. A legal consulting firm was consulted for the retrospective review. This MDR is being filed based on the outcome of that retrospective review.

Event description:
Dealer states that cushion cover is bunching up under user and causing redness and pressure sore. Pressure sore is stage 1 (skin unbroken) and user is getting medical treatment (not specified).